Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This report is being filed to correct the information in b5 describe event or problem based upon clarification received regarding the event details along with changing codes from h6 device code based upon this clarification.

Event description:
This report is being filed to update the complaint summary as details around the situation were clarified. There was not a concern of a connection issue between the device and the rv lead. However, there was the possibility of the rv lead not being fully placed into the right ventricle. It was reported that there was farfield oversensing of the p-wave on the right ventricular (rv) channel when reviewing presenting electrograms (egms). The oversensing was not causing inappropriately stored episodes. An x-ray and the egms were sent to technical services (ts) for review. Upon review, ts observed signal amplitude variations and indicated it may be posture related. Review of the x-ray noted that the rv lead may not be fully inserted into the right ventricle and part of the coil may be too close to the atrium which may be contributing to the oversensing. Review of the stored data found that the oversensing appears to be occurring frequently. Ts discussed further troubleshooting and programming options. The programming and additional troubleshooting steps were discussed with the clinic. At this time the clinic and physician are assessing the case and will make final determinations. The ICD and rv lead remain in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that there was farfield oversensing of the p-wave on the right ventricular (rv) channel when reviewing presenting electrograms (egms). The oversensing was not causing inappropriately stored episodes. An x-ray and the egms were sent to technical services (ts) for review. Upon review, ts observed signal amplitude variations and indicated it may be posture related. Review of the x-ray noted that the rv lead may not be fully inserted into the implantable cardioverter defibrillator (ICD) which may be contributing to the oversensing. Review of the stored data found that the oversensing appears to be ocurring frequently. Ts discussed further troubleshooting and programming options. The ICD and rv lead remain in service and no adverse effects were reported.